Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was used. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 14mm x 4cm balloon. No anomalies were observed to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was checked using a 0.035" guidewire and it passed with no issues. The inflation hub was then connected to an inflation device and an attempt was made to inflate the balloon with water. Water was observed exiting 8.3cm from the distal tip, from the proximal balloon glue joint. The glue joint was examined under magnification (microscope 10x) and a tear in the pebax was identified 8.3cm from the distal tip. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. Based upon the sample condition, the complaint investigation is confirmed for a leak from the proximal balloon glue joint. The investigation is also confirmed for torn material, as a tear in the pebax was identified at the location of the leak. The balloon was inflated within a stent and there may have been an interaction between the stent and balloon which contributed to the pebax tear and leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas gold pta dilation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. Apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over-the-wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during post dilation of a stent in the iliac vein, the pta balloon catheter allegedly leaked at the distal tip of the balloon. There was no reported retraction difficulty through the sheath. It was further reported that another balloon catheter was used to complete the procedure. There was no reported impact or consequence to the patient.